Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed, and the device was flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31439168l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation, and the patient experienced a pericardial effusion that required pericardiocentesis. During a right sided ventricular tachycardia case, a pericardial effusion was noticed via intracardiac echocardiography (ice). The medical intervention was a pericardiocentesis. The patient was reported to be in stable condition. The patient required extended hospitalization as the patient was transferred to the intensive care unit (ICU). The physician's opinion on the cause of the adverse event is the procedure. No transseptal puncture was performed. No error messages observed on biosense webster equipment during the procedure. No issues with flow rate change at the start of ablation. There was evidence of steam pop. Generator ablation mode and thresholds were power control (stsf) and default settings with 35 watts. Steam pop is not MDR reportable.